Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to mechanical issues. During the procedure the existing ipp was removed and replaced with a different company's penile prosthesis. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.